Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2018-feb-09 reported the healthcare professional (hcp) initially reported it to them. It was noted that the patient could not speak and their hcp was not their so when the patient first started experiencing the infection was unknown. It was noted that the cause of the infection was unknown. The patient's weight was unknown. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was intractable spasticity and cerebral palsy. It was reported the patient's pump became infected. It was noted the pump was replaced and moved to the other (right) side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code (B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2018-feb-27 stated the patient never had an infection. It was noted that the patient was a debilitated, emaciated, and cachectic who has suffered from cerebral palsy since birth. The patient weights approximately (B)(6)kilograms. The patient had an intrathecal pump for spasticity that was at end of life and the pump was changed. Two months after the surgery the patient's wound broke down. It was noted this was the point where the absorbable sutures would have themselves broken down and the patient never healed. The hcp repaired this in december and the same thing happened again two months after the surgery and it was again repaired, the pump was replaced and moved, and the hcp believed the patient was doingokay now. It was noted that the problem had nothing to do with the pump or surgical technique, and had everything to do with the patient's horrible nutritional status. No further complications were reported/anticipated.